Event description:
Svo2 was able to be calibrated and did read on the hemosphere monitor. Troubleshooting completed and co cables tested via co machine and passed test. As noted above, tried utilizing several different machines and received the same message. Team was able to utilize other parameters to trend and monitor patient's hemodynamic status. FDA safety report ID# (B)(4).